Event description:
Boston scientific received information that during an atrioventricular (av) node ablation procedure, when the cautery was applied, approximately five second pauses and pacing inhibition were observed. An internal technical service (ts) consultant was contacted for programming options to avoid this issue. Ts provided information that this is known behavior during a rf ablation procedure and is due to the external current causing saturation of the sense amplitude on the lead which can result in oversensing and pacing inhibition. Further programming options were provided. When the ablating process was stopped or started, pacing was impacted. The procedure was completed. The patient did not experience any adverse symptoms due to the pacing inhibition.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.